Event description:
It was reported that the high voltage lead impedance had decreased and the capture thresholds had increased since implant. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned cut through the svc shock coil. No abrasions or insulation anomalies were found on the returned lead portion. No electrical shorts were found and no anomalies were found that could cause the reported complaint in the field. Impedance testing cannot be performed on a partial lead. The damage found is consistent with that occurring during the explant procedure.